Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with click-x pedicle screw and rod construct on an unknown day in (B)(6) 2011. In (B)(6) 2012, it was discovered that a screw had broken. Patient is scheduled for revision surgery in (B)(6) 2013. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date is reported as unknown day in (B)(6) 2011. Explant is scheduled for unknown day in (B)(6) 2013.